Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not duplicate the fault. The iabp unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the display of the intra-aortic balloon pump (iabp) intermittently goes off and on where it says frequency and trigger. This first occurred on (B)(6) 2017, during in-service training. There was no patient involvement, thus no adverse event was reported.